Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent to france for investigation, as repairs were carried out locally by nova scotia canada. The complaint reported that the pump was triggering " error 56" alarm. During servicing, when reconnecting the pump, it started to alarm and error 18 was displayed. To solve this issue, the power supply board was replaced. Then the pump was calibrated and tested as per procedure and returned to service. After several attempts to obtain the log extract and the defective power board for further investigation, no information was provided. The root cause of the reported event could not be confirmed. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Error 18 when powering up pump; power supply board replaced. More information is needed to investigate this issue fully.